Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during follow-up appointment (reference MFR. Report#1627487-2018-10292). The lead was discovered to be kinked. As a result, surgical intervention is pending to address the issue.

Event description:
It was reported that implanted lead was tested during procedure on (B)(6) 2019 and no impedance issue was detected. Lead was therefore not explanted. Effective therapy was restored.